Event description:
Pt was moved from bed into chair. A few mins later the family found the external portion of the catheter on the floor. They called the nurse. The remainder of the catheter was partially out (from previous repositioning due to cath being too long) and on the pt's arm. A clamp was applied and the PICC team was notified. The remainder of the catheter was removed during the overwire procedure. Facility sutures their catheters and there were no areas on the pt's arm indicating that the sutures were pulled out with force. No sutures were even present however when rptr overwired.